Manufacturer narrative:
Reliability analysis inspected (B)(4) opened or used enlite sensors and performed bicarbonate buffer test. (B)(4) failed per spec.1 for low and 2 high readings, 4th was damaged and broken electrode and 1 remaining sensor passed per specifications with accurate readings. Analysis was unable to confirm adhesive anomalies due to sensors were returned opened or used. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced inaccurate readings. The customer's blood glucose was 160 mg/dl and sensor glucose was 48 mg/dl at the time of incident. The customer also stated that some of the sensors were coming out of the body. The sensor will be returned for analysis.